Event description:
It was reported that the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. It was reported that the patient received an inappropriate shock. The shock impedance was 24 ohms. Technical services reviewed the data. Later, the patient received more inappropriate shocks. The sicd system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. It was reported that the patient received an inappropriate shock. The shock impedance was 24 ohms. Technical services reviewed the data. Later, the patient received more inappropriate shocks. The sicd system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.